Event description:
When the device was used during a lobectomy procedure, the staples malformed. The case was completed with a like device. In addition, the surgeon used sutures to close the tissue. There was no patient consequence.